Event description:
It was reported that an unspecified quantity [at least four (4)] capd disconnect y sets leaked on the side seam of the drain bags. This occurred during draining of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.